Event description:
Oxygen concentrator returned for routine preventive maintenance. Upon opening the unit, the tech found the following: 1) an oil-like black soot residue throughout the interior of the unit. 2) a very strong odor of burnt oil. 3) the inlet filter was covered with this residue.